Event description:
It was reported that the trial insert was broken during removing it from the trial baseplate with operative tool (hospital's product) after the trial in tka.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fracture involving a scorpio nrg insert trial #7 8mm was reported. The event was confirmed. Method and results: device evaluation and results: the trial was fractured. Impact damages were observed on the distal edges of the device. Medical records received and evaluation: patient factors were reviewed as there is no indication found that the event was patient related. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. . Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that fracture was caused by it was determined the impact damage was observed on the distal edges of the insert trial, suggesting that it may have been misaligned on the tibial tray during impaction. Fracture of the insert occurred in multiple rapid overloads.

Event description:
It was reported that the trial insert was broken during removing it from the trial baseplate with operative tool (hospital's product) after the trial in tka.